Manufacturer narrative:
Title: predictive clinical exam findings in post-tonsillectomy hemorrhage source: international journal of pediatric otorhinolaryngology 144 (2021) 110671. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed pediatric patients (age 1.5-19) who were admitted following secondary hemorrhage after undergoing tonsillectomy between january 2017 and march 2020. Ligasure bizact or another device were used. There were 55 patients who were readmitted for observation due to secondary postoperative hemorrhage. 18 patients underwent reoperation. 3 patients with primary hemorrhage (occurring within 24 hours) were not included in the study and interventions were not listed.